Event description:
The pt stated that she was using her spare device since her other device started smoking when she attempted to plug it in and it started smelling like a fire on (B)(6) 2012. MFR date: 07/2010. Consumer reporter details withheld USA.